Event description:
It was reported that the customer had fallen and hurt herself when she had a low blood glucose level. Customer's blood glucose level was 40 mg/dl. Customer drank some orange juice. Customer fell on the tile floor when she was attempting to walk to the front door. Customer was discovered by her husband on the floor. Customer was given orange juice and her blood glucose level was 43 mg/dl. Customer was then given soda. Customer was sleeping on the sofa and the next morning, customer's husband took her to the emergency room. Customer was given an IV and her blood glucose level was 126 mg/dl. Customer took an x-ray and a cat scan. Customer had a temporary cast and had an operation on (B)(6) 2015 with a plate in her arm. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.